Event description:
A laparoscopic cholecystectomy was in progress when the monitr blanked out it was reset, successfully, a short time later a cord from the electrocautery unit sparked had broken in two, the handpiece was not in the pt at the time. There is no pt or staff harm. The equipment was sequestered and checked by co's biomedical technician. Reporting in progress.